Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. : analysis of the desktop charger (s/n: (B)(4)) found that the cable assembly was found with the connector pins broken. (B)(4) now pertains to the desktop charger (s/n: (B)(4)) and (B)(4) now pertains to the implantable neurostimulator (s/n: (B)(4)). (B)(4) pertain to the desktop charger (s/n: (B)(4)).

Event description:
The consumer reported that the connector pin was broken/bent/loose. It was reported that the connector pin was loose and this started a month or month and a half ago. No out of box failure was reported. There was no medical or therapy problem that was reported. There was also a report that there was poor communication on the patient programmer. They were not able to communicate with the implantable neurostimulator recharger (insr). The last time the patient felt stimulation and the last successful charge session was several months ago in 2016. They were getting the poor communication screen on their programmer. No symptoms were reported. Relevant medical history includes chronic low back pain and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.